Event description:
The pt died approx 5.5 years after receiving 2 bx velocity stents in his distal right coronary artery. The pt had a history of prior coronary artery bypass graft, hyperlipidemia, and rest angina, ccs 4. The cause of death is unknown. There was no autopsy performed. Prior to his death, the pt was placed under palliative care for worsening of complications from a cerebral vascular attack, the date of which is unknown. The attending physician stated that the death was not related to the device or the index procedure.

Manufacturer narrative:
This product is distributed outside the united states (us). However, it is similar to us distributed coronary stents. Add'l info will be submitted within 30 days of receipt.